Event description:
It was reported that during a laparoscopic sleeve procedure, on the second firing of the device, the surgeon was using a black reload. Unfortunately the packaging for this reload was not recovered. The surgeon clamped the stapler on the stomach tissue and fired the device. After firing and upon opening the jaws of the stapler, it was discovered that the row of staples on the left side of the cut line did not form at all. The stomach tissue was cut but not stapled. Unformed staples remained in the tissue. However, the staples on the right side of the cut line did form. These formed staples were in the portion of stomach that was removed. The surgeon continued the procedure with subsequent firing of green loads without issue. The surgeon then closed the opening where the staples did not form with suture. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned with the anvil bent upwards and with an ecr60t cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was found dislodged at right proximal side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).